Event description:
The issue occurred at two sites while using cerner caretracker for entering long-term resident care observation data. During high volume observation entry periods, a deadlock error occurred resulting in long-term resident care observations dat to fail to be processed without notification to users. Clinical decisions may have been based on incomplete observation data. Cerner has not received communications on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner contacted both impacted client sites on (B)(4) 2014. Each client was informed of the issue and the actions cerner has taken to recover the failed observations. A software modification preventing future observations from failing has already been deployed. Cerner corporation considers this issue to be resolved and no further narrative is required to follow-up.